Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. There was no report of harm to the patient.

Event description:
It was reported to philips that there were intermittent issues with the wireless foot switch (wfs). The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by using the wired footswitch. The philips field service engineer (fse) confirmed wireless footswitch was not working intermittently. Upon functional testing, the fse found that the battery in the footswitch was dead, even after charging the footswitch. The fse determined that both the wireless footswitch and the base station needs to be replaced. The defective wireless footswitch and the base station were returned for analysis where wireless footswitch showed electrical defect whereas no failure observed on base station. To resolve the problem, fse replaced both the wireless footswitch and the base station. After replacing the wireless footswitch and the base station, the system is returned to good working condition. The codes were updated based on the investigation outcome. Device problem code was corrected.